Event description:
Pt had PICC line inserted on 9/5/94, for administration of 4 day infusion of 5 fu via an ambulatory IV pump. The pt was also receiving radiation therapy. Rn attempted to remove the PICC on 9/10/94. It slid out easily for 9" and then wouldn't release. Rptr applied hot packs for 24 hours. On 9/11/94, the rn removed 6" more of the PICC and was unable to remove the remaining 9". A radiologist needed to insert a guide wire and remove PICC.